Event description:
A customer reported that a pump alarm occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Technical support helped the customer attempt to load a new cartridge, but the cartridge alarm persisted. As a result, technical support decided to replace the pump and confirmed the shipping address for the new pump under warranty. The customer was advised on how to put the existing pump into storage mode and was instructed to return it to the company using a prepaid label. Meanwhile, the customer planned to use manual daily injections as a backup therapy to ensure continuous insulin delivery.